Event description:
While setting up the cellex machine, the bowl in the kit was noted to be too tight and too difficult to lock when installing it into holder. The decision was made to discard the kit. This is a the same issue that was involved in the recall in 2025. Manufacturer response for photopheresis system procedural kit, therakos cellecx photopheresis system procedural kit (per site reporter).